Manufacturer narrative:
The device has been received in baxter and an evaluation is being performed. A follow-up report will be submitted when the evaluation has been completed.

Event description:
The facility rep reported to largo customer service a pump with a check flange alarm, which stopped the patient infusion. No patient injury or medical intervention was reported. No additional information is available.